Event description:
Patient demographics: patient ethnic background/race: white it was reported that the patient was explained that the broken piece could not be retrieved.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a balloon kyphoplasty procedure, the cannula broke off inside the t9 vertebral body pedicle. Bone quality was extremely hard and difficult to access with size 2 trocar/cannula. Cannula broke while retracting. Physician tried to retrieve the cannula but it was stuck and too difficult to grasp/pull out.